Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 5.0 for mechanical circulatory support. It was reported that the device moved into the aorta, repositioning attempts were unsuccessful. The physician decided to explant the device. It was reported that the procedure was successful.